Event description:
It was reported that after a surgical follow up, the physician noticed bruising from the patients pocket site. The physician was able to push an express the old blood from the pocket site. The physician noted that there was a small amount of internal bleeding after the procedure but did not notice any new blood and the physician may have missed some bleeding while cauterizing the pocket during the implant procedure. New bandages were applied and the patient was given antibiotics. The patient was doing well postoperatively.